Manufacturer narrative:
One 72202469 fast-fix 360 reverse curve needle delivery system device received. The complaint reported: ¿a deployment knob was too hard to manipulate. After successful deployment of ts, when the surgeon was tying the knot, ts and suture fell out.¿ the device is in fair condition. T1, t2 and suture were returned but separated from the delivery needle. The suture was found tightened around t1 lengthwise through the v notch. This condition can impede anchoring as the t will not flatten out to anchor. The delivery needle is bowed, bent and twisted. It is bent to a degree that indicates difficulty reaching the desired surgical location. There is no longer a full reversed curve to the delivery needle tip. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. The disfigurement impeded a functional test. The device is not able to advance or cycle properly and also contributed to resistance of the deployment ring. No root cause related to the manufacture of the device can be established.

Event description:
It was reported that during the meniscus repair procedure, a deployment knob was too hard to manipulate. After successful deployment of ts, when the surgeon was tying the knot, ts and suture fell out. No patient injury was reported.